Event description:
Rptr had gradual degradation of silicone implants, encapsulation, loss of feeling in breasts, disfigurement, physical ailments and inflammatory arthritis and fibrosis. After implants, developed rashes, crippling back pain, irritable bowel, ulcers, neuritis, peripheral neuropathy, plantar fasciitis, inflammatory arthritis, fibromyalgia in esophageal dysmotility.